Manufacturer narrative:
No service was requested. The user facility replaced the air filter. The ventilator then passed pre-use check and was cleared for clinical use. No parts were returned for investigation. The air filter is located between the compressor and the ventilator. A leaking air filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The root cause of the leaking air filter has not been determined. (B)(4).

Event description:
It was reported that during preparation of the ventilator, the air filter that is connected between the ventilator and the air compressor was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).